Manufacturer narrative:
Age at the time of event: 60s. (B)(4). There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that subcontractors were working to improve the shielding to the magnet scan room and were carrying a sheet of steel into the magnet room when it was attracted to the magnet. Two workers were seriously injured. Worker b had a cardiopulmonary arrest immediately after the accident. He was resuscitated with a defibrillator. No visible trauma was noticed at the time of the event, however it was discovered some time later that he had a cervical spine injury which required surgery. The patient was unconscious for some time, however the customer has confirmed that he has regained consciousness. The customer hasn't provided an updated status pending the completion of their investigation. This record will document the injuries for worker b. (2183553-2020-00001 will document the injuries for worker a.)

Manufacturer narrative:
H3: the investigation by ge healthcare has been completed. The incident occurred due to a lack of controlled access to the scan room by the gehc pmi (project manager of install) & failure of the subcontractors to follow verbal and written safety warnings in regards to ferrous material risks. The pmi was confirmed to have received the appropriate mr safety training and the ferrous object warning signs were present at the site. The mr service safety manual and installation manual clearly define the risks associated with entering the scan room with ferrous materials when the magnet is at field.